Event description:
It was reported that the stem was loosed so surgeon took out stem and the head.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The event could not be confirmed. The exact cause of the event could not be determined because the device was not returned and no follow up information was provided. Further information such as operative reports, x-rays and patient medical records would be helpful in investigating this event further. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the stem was loosed so surgeon took out stem and the head.

Manufacturer narrative:
It was noted that the device is not available for evaluation because the surgeon retained the device. Additional information has been requested and if received, will be provided in the supplemental report.